Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected an anomaly. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
This report is to advise of an event observed during analysis.